Event description:
It was reported that a guidewire entanglement and catheter twist occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During advancement of the opticross catheter, a piece of calcium was encountered that kinked the catheter. Because of the kink, the opticross catheter became twisted around the guidewire and prevented further rotation. The physician then slowly unwound the wire and retracted both the catheter and guidewire out of the patient together as a unit. Pressure needed to be held on the access area due to bleeding. Once bleeding had stopped, the procedure was completed successfully using another similar device. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that there were kinks in the sheath and imaging window assembly, also imaging window was observed twisted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. A microscopic inspection revealed that the guidewire exit port was lifted. No other issues were identified during the product analysis.

Event description:
It was reported that a guidewire entanglement and catheter twist occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During advancement of the opticross catheter, a piece of calcium was encountered that kinked the catheter. Because of the kink, the opticross catheter became twisted around the guidewire and prevented further rotation. The physician then slowly unwound the wire and retracted both the catheter and guidewire out of the patient together as a unit. Pressure needed to be held on the access area due to bleeding. Once bleeding had stopped, the procedure was completed successfully using another similar device. The patient was stable post procedure.